Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on december 20, 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on november 12, 2020. Device evaluation summary: during the visual evaluation no apparent damage or visual anomalies were observed on the returned device. However, blue coloration on the shell was noted. Per mentor¿s instructions for use (IFU), tissue expanders are not intended for implantation beyond 6 months. Therefore, this device was used in an off-label manner. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: to place permanent implant. (B)(4).

Event description:
It was reported that a female patient who underwent breast reconstruction with a 600cc mentor artoura breast tissue expander secondary to intraductal carcinoma of the left breast had the device implanted for longer than six months. Per the instructions for use, these devices are not to remain implanted for longer than six months, meaning the device was used off-label. The expander was placed on (B)(6) 2019, and on (B)(6) 2020, was explanted and replaced with a permanent implant. With the information available at the time of this report, there is nothing to suggest that there were any device issues or patient consequences. This event is being conservatively reported to capture the off-label use of the device.